Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation due to bladder problems. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. On (B)(6) 2012, the patient underwent revision of sling due to overactive bladder, dyspareunia, still leakage, and infections. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/16/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced urethral obstruction.